Manufacturer narrative:
Additional narrative: a product evaluation was performed. The investigation of the complaint articles has shown that the tolerance analysis was performed for the following features: the clearance between the diameter of the inner threaded shaft and the handle inner diameter near the functional end. The clearance needed for the dowel pin in the wheel to freely glide within the groove to allow the assembly/disassembly of the wheel and inner shaft. After reviewing the tolerances, there is the possibility of interference for both of the features/functions stated above. The interference within the wheel assembly and the interference between the inner diameter and threaded inner shaft can lead to the scenario of this complaint. It should be noted that the lot corresponding to this complaint was of a previous revision h which had more potential interference per the drawing specifications than the latest rev j. However, there is still interference created at mmc when incorporating the straightness tolerances on the latest design. In addition to the tolerances, the depth of the pin and the spring ball plunger are not indicated on the upper level of the wheel drawing. This can also lead to the interference conducive to preventing the rotation of the wheel for disassembly. The materials were reviewed are adequate for the device's intended function. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trial spacer handle and detachable trial spacer malfunctioned. During a demonstration between technicians, the detachable trial spacer would not detach from the trial spacer handle shaft. There was no reported patient or procedure involvement. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.